Event description:
Consumer stated in (B)(6) review: they are very soft and as a result the bristles fall out . My kiddos spit out bristles when they spit out their toothpaste. I will not let them use these anymore. No contact info or product returned.